Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that over one-half (1/2) inch of air was found in a transfer set without an alarm. This was observed during drain two of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the caregiver (cg) to end the therapy and remove the cassette. Rts advised the cg to follow up with peritoneal dialysis registered nurse regarding air in transfer set and missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.